Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states, the chair will still drive while plugged into the charger. The provider states, the lights will not turn on the joystick.